Event description:
It was reported that during a clinic visit, the health care professional (hcp) experienced difficulties interrogating this pacemaker system using a programmer. The hcp called technical services (ts) for assistance with troubleshooting. It was noted that the patient pacemaker system had been implanted since 2009. Ts discussed troubleshooting options with the hcp and recommended magnet testing to confirm if pacemaker battery capacity. At this time, the programmer and pacemaker remain in service. No adverse patient effects were reported.